Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the first stent, a 4.0 x 18 mm promus was deployed successfully in the proximal left anterior descending (lad). They then tried to place the 2.5 x 28 mm promus rx distally in the mid lad, which was moderate to severely tortuous and moderately calcified, with a 100% stenosis; however, it would not advance. The stent delivery system (sds) was pulled back and the stent was stripped off the delivery device inside the 4.0 x 18 mm promus stent. An attempt to snare the dislodged stent was not successful. They then used another company's 1.5 x 15 mm and a 2.5, and then finally a 4.0 x 15 balloon to fully deploy the stent, which is now overlapping with the 4.0 x 18 mm promus. The pt did great. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusion summation: since an attempt was made to cross through a previously deployed stent, it should be noted that the promus IFU states: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. It is possible that the very tortuous, moderately calcified lesion and the attempt to cross through the previously deployed stent contributed to the reported stent dislodgement.